Event description:
It was reported that the patient presented in-hospital for device change-out. Externalized conductors were noted via fluoroscopy just proximal to the distal portion of the lead. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.